Event description:
The lead had been returned for analysis.

Event description:
Boston scientific received information that this implantable lead displayed high thresholds and inappropriate sensing one day post implant. The patient underwent a lead revision procedure where the lead was found to have dislodged. The lead was unsuccessfully attempted to be repositioned. The lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As of today, the lead has not yet been returned for analysis. Should additional information become available, this report will be updated.